Event description:
It was reported that a freestyle libre 3 plus sensor used with the ilet failed to pair and subsequently displayed a "dosing stops soon" alert; the user reattempted pairing multiple times and completed troubleshooting and education, then elected to replace the sensor and contact abbott support. Symptoms included risk of interrupted automated insulin dosing. Outcomes included temporary disruption to automated insulin delivery with user-directed mitigation. Investigation included review of device performance, user troubleshooting steps, and complaint history for similar pairing failures. Investigation of this case revealed a sensor communication or pairing failure leading to dosing interruption alerts, consistent with known sensor-to-pump integration issues. It was concluded, based on previously established findings for similar reports, that the cause was sensor communication failure not attributable to a confirmed ilet hardware malfunction.